Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and blank display. The customer¿s blood glucose was 495 mg/dl. Customer reported that they had unexpected restart alarm. Customer put new battery and insulin pump did not alarm unexpected restart. Walk customer through with the troubleshoot for unexpected restart but customer suddenly have a blank screen. Customer reported blank display. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify unexpected restart error test due to blank display. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and stained end cap sticker.